Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012601265 and data files were returned and analyzed. Data files contained log files and images. Log files were reviewed and did not show any error on the reported event date. The returned images showed the catheter spiral array deformed and kinked between electrode 3 and electrode 4. Mapping images were received in the attached files. Visual analysis was carried out. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or bre akage. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported adverse event of pericarditis occurred during the procedure and could not be confirmed through product analysis or data analysis. The catheter failed the return product inspection due to electrode wires entangled on the shaft and the spiral array pebax tubing observed to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, multiple attempts to isolate the posterior wall with the catheter were unsuccessful, with a total of 118 pulsed field ablation applications performed. The physician questioned the energy delivery through the catheter as no system notices appeared on the generator, and the catheter stopped moving with pulse delivery during mapping. The catheter array kinked between electrodes 3-4, and there was a loss of transseptal access during the procedure. Two days after the procedure, the patient experienced symptoms of pericarditis and went to the hospital. The case was switched and completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.